Event description:
[Redacted name] noted that the suction cannisters do not fit well. The lid is misfitting and noted that they pop off when patients are on suction and are not creating enough suction at times. Manufacturer response for suction canister, suction canister (per site reporter) manufacturer notified, and they are retrieving a sample on [redacted date] for inspection. Lot# in the warehouse is good its j211-602.